Event description:
It was reported that the customer went into the hospital for diabetes ketoacidosis and he would like to check on the insulin pump to see if something is wrong with it. Instructed the brother to have the customer call us back since he is not on hipaa. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.